Manufacturer narrative:
Devices received on 16 nobember 2023 and analyzed by medacta spine r&d project manager on 21 november 2023: no visible defect can be found. The most probable root cause for the screw loosening is the weakness of the patient's bone.

Manufacturer narrative:
Batch review performed on 31-oct-2023. Lot 2227012: (B)(4) items manufactured and released on 08-mar-2023. Expiration date: 2028-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. 2 items in this complaint. Pedicle screw 03.57.003 must lt 15mm short - pedicle screw ø4.5x35 cann (k203482) lot: 2224911: (B)(4) items manufactured and released on 13-jul-2022. Expiration date: 2027-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. 3 items in this complaint. Pedicle screw 03.57.003 must lt 15mm short - pedicle screw ø4.5x35 cann (k203482) lot 2222978: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-05-31. No anomalies found related to the problem. To date, no items of the same lot have been sold.

Event description:
All pedicle screws loosened during final fixation of set screws (t4-t7 fixation). All screws were replaced with 30 minutes of delay, 4 hours of surgery. The patient bone was weak.